Event description:
A customer reported that the pt drape adhesive pulled off the skin around the eyes of two elderly pts after surgery. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for eval. A root cause has not been identified. (B)(4).